Manufacturer narrative:
The insulin pump passed displacement test, self test, off no power test and all operating currents tested within the spec range. Pump was monitored and tested with no blank display noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer was sitting in bed and went to eat dinner and then when to go bolus it was completely blank. Customer then tried 2 new batteries and still would not turn on. Troubleshooting was performed. Display did not return after pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per hcp's instructions. The insulin pump will be returned for analysis.